Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys insulin on a cobas e 801 module. The sample was tested on the e 801 analyzer, resulting in an insulin value of less than 2.78 pmol/l accompanied by a data flag. The sample was repeated twice on an alinity analyzer on (B)(6) 2023 resulting in values of 586.53 pmol/l and 587.77 pmol/l. The sample was repeated six more times on the e 801 analyzer on (B)(6) 2023, each time resulting in a value of less than 2.78 pmol/l accompanied by a data flag.

Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). The investigation is ongoing.

Manufacturer narrative:
Based on information from the customer, the complained sample was not measured on the e 801 analyzer on (B)(6) 2023. The sample was initially tested on the alinity analyzer on (B)(6) 2023 and the sample was repeated six times on the e 801 analyzer on (B)(6) 2023. The complained sample resulted in a c-peptide value of 0.0696 nmol/l. The patient sample was repeated on the abbott alinity analyzer on (B)(6) 2023, resulting in an insulin value of 574.27 pmol/l. The customer has also provided data for a second patient sample with discrepant insulin results. This sample initially resulted in an insulin value of 8.69 pmol/l when tested on the e801 analyzer. The sample was repeated on the abbott alinity analyzer, resulting in an insulin value of 1221.48 pmol/l. This sample resulted in a c-peptide value of 0.160 nmol/l. Both complained samples are from the same patient. The patient samples were provided for investigation. Medwatch fields b3. And d10. Have been updated.

Manufacturer narrative:
Investigations performed with the provided patient samples were able to reproduce the results obtained by the customer. The samples did not contain interfering factors against the streptavidin and ruthenium components of the insulin assay. For the first patient sample, the issue is likely due to the competitor assay recognizing insulin aspart in the patient sample. The elecsys insulin assay does not recognize insulin aspart. For the second patient sample, the investigation could not identify a product problem. The cause of the event could not be determined.